Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the neo meter optium fs was reviewed. The dhrs showed the neo meter optium fs passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported "electric shock" while using their adc freestyle precision neo meter. Customer further reported, " the meter showed a spark." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported "electric shock" while using their adc freestyle precision neo meter. Customer further reported, " the meter showed a spark." There was no report of death, serious injury, or mistreatment associated with this event.